Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the pads had a bent connector pin preventing the pads from being able to be plugged into the device. There was no report of patient involvement.